Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in a severely tortuous and severely calcified left anterior descending (lad) artery. A 10mm x 3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, the device was inserted; however, it was unable to cross the lesion and subsequently burst due to severe calcification. The procedure was completed with another of the same device. There were no patient complications, and the patient was in good condition post procedure.